Manufacturer narrative:
Additional information: d4: expiration date (update the null value to n/a), d9, h3, h4, h6 (update codes), h11. H11: the samples and photo were received inside a biohazard plastic bag with an absorbent pad for evaluation. However, two (2) used units and one (1) open package of reported product was received. Visual inspection was performed on the received units and photo samples. It was observed that the received units do not correspond to the code reported. Only the packaging received corresponds to the code and lot reported. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an interlink non-dehp extension set separated from the y-site. This issue was described as a break in the line as the y tubing bottom became completely detached. The separation of the bonded components resulted in a leak. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: h6(update codes), h11. H11: no photo or actual alleged device was returned; therefore, a device analysis could not be completed, and no verification of the reported problem was available for this set. Should additional relevant information become available, a supplemental report will be submitted.